Event description:
A couple of days following the pump replacement, the patient experienced intermittent withdrawal symptoms and spasticity. The patient was treated with unspecified oral medication, a single bolus, and an increase to the simple continuous dose over the last month. Device troubleshooting included x-rays, re-opening the pocket to confirm the connection, and catheter aspiration. The hcp went in to revise the catheter and test the system; everything tested fine. Good flow was seen on a dye study. The patient continued to have intermittent withdrawal/spasticity. Bolus dosing was administered with some improvement; then the symptoms of withdrawals would come back. The hcp changed the baclofen solution; there was no change in withdrawals. Prior to the pump replacement the pump was programmed to 180 mcg/day. At the time of the report, the pump was programmed to 320 mcg/day with the continuing problem of withdrawals.